Manufacturer narrative:
(B)(4). Twenty-six days prior to the receipt of this additional information, the patient had a hernia repair surgical procedure as an outpatient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to have developed the hernia on an unspecified date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia was said to have developed following the placement of the patient's peritoneal dialysis catheter. It was reported that the hernia worsened with peritoneal dialysis therapy. The patient was hospitalized for one day and underwent hernia repair surgery for treatment of the hernia. At the time of this report, the patient was recovering from the hernia event. Dianeal therapy was ongoing. Additional information is not available at this time.